Event description:
It was reported that a wearable failure occurred. The wearable was inserted on (B)(6) 2025. On the same day, it was reported that the patient reported experiencing a wearable failure. At an unspecified time later, the patient¿s bg level dropped and he had a seizure. No bg meter reading was reported. The patient stated he was able to get up and self-treat with a peanut butter and jelly sandwich. It was also reported that he took (2) of his regular medications (unspecified). The patient stated he recovered after approximately 2 hours. There was no documentation that the patient sought assistance from a higher level of care. Dexcom technical support attempted to reach the patient for further event details, but the patient refused to provide any further information. The patient was in ¿good condition¿ at the time of report. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hypoglycemia.